Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent could not track the lesion and was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent could not track the lesion and was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion was 70% stenosed located in the mildly tortuous and mildly calcified, significantly bent right coronary artery. The lesion was predilated prior to advancement of the 2.50x32mm promus element plus drug-eluting stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus element plus, mr, ous 2.50x32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent could not track the lesion and was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion was 70% stenosed located in the mildly tortuous and mildly calcified, significantly bent right coronary artery. The lesion was predilated prior to advancement of the 2.50x32mm promus element plus drug-eluting stent.